Manufacturer narrative:
Results: the complaint of "discomfort" could not be confirmed through product analysis testing alone. A visual inspection of the returned product confirmed that the lead had anchor compression marks on the lead body with no external damage. Continuity testing revealed the lead and extension have broken wires. One of the four swift lock anchors had broken locking mechanism. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR report: 1627487-2013-1092, reference MFR report: 1627487-2013-1093; reference MFR report: 1627487-2013-1094.